Event description:
It was reported that a cartridge change error occurred. The customer experienced an elevated blood glucose (bg) level displayed as "high"; although a specific bg value was not provided. Customer administered a correction injection to address the bg. The customer loaded a new cartridge to resolve the issue.